Manufacturer narrative:
The complaint is not confirmed. See the attached vendor evaluation for further details.

Event description:
On 01/24/2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device was not reading pressure accurately, the sensor was not functioning. This was discovered during use with no impact to the patient.